Manufacturer narrative:
(B)(4). This device was evaluated on-site. The reported condition was confirmed during product evaluation. The assignable cause was determined to be the manual tube release knob in the open position and a discharged battery. It is unknown at this time if the device was repaired; should additional information become available, a follow-up will be submitted. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility representative reported a colleague infusion pump with a 199 failure code. The event was reported to have occurred during delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is currently unknown.

Manufacturer narrative:
(B)(4). Additional information: a device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information become available, a follow-up medwatch will be submitted.